Event description:
According to available information, the patient with this device experienced the distal end of the adjustable suture was protruding out of the original midline incision. The patient complained she could feel it. The physician tried to cut it in his office but wasn¿t able to do so. He brought her to the operating room in order to cut the protruding section of the suture. He cut the suture and closed the revision incision with a single stitch.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.